Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: clinical code e0402 captures the reportable event of allergic reaction. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction on coding: block h6: additional code for hypotension e2321 was added.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation. The procedure was done under local anesthesia. After spaceoar placement was performed, the patient experienced loss of consciousness and low blood pressure and had shock immediately. The patient was given antibacterial drug cefmetazole, premedication sosegon as a sedative, atarax p and xylocaine. He was also treated with adrenaline for anaphylactic shock. The patient was reported to have recovered after the treatment. The patient received external beam radiation therapy (erbt).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation. The procedure was done under premedication sosegon as a sedative and cefmetazole as an antibacterial. After spaceoar placement was performed, the patient immediately experienced loss of consciousness, low blood pressure and shock. The patient was given atarax p and xylocaine. He was also treated with adrenaline for anaphylactic shock. The day following administration of adrenaline, the patient's symptoms resolved. The patient was hospitalized for 2 days as normal hospitalization and 2 days for patient follow up. The patient was reported to have recovered after the treatment. The patient received external beam radiation theraphy (erbt).